Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during fill tubing, the user did not see drips coming out the end of the tubing. Reportedly, the luer lock connection was not screwed together correctly. The user successfully reconnected the luer lock connection and resumed insulin delivery. The user's blood glucose level was 80 mg/dl.